Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms: during the procedure. It was reported that during a left internal carotid artery stenting procedure, after postdilatation with a non-abbott device, the pt had a transient episode of asystole followed by severe bradycardia which responded immediately to atropine. Additionally, at that time, the pt became hypotensive. The hypotension was treated with phenylephrine followed by a dopamine drip. One day post procedure, the dopamine drip was discontinued. Two days post procedure the pt was discharged to home with pseudoephedrine to continue at home for one week. Although requested, there is no add'l info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Bradycardia and hypotension are known potential adverse effects associated with the use of device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.